Event description:
A malfunction alarm was reported, identified by a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction reappears, and they acknowledged and understood these instructions.